Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker (pm) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was performed and the patient will be further monitored. There were no patient consequences.